Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that after replacing the first implant due to normal battery depletion his body rejected the next implant. The patient stated that it came out through the skin and was an irritant. When the patient informed the healthcare professional (hcp) about the issue the hcp did not want to remove it because there was scar tissue which had grown around the leads. The patient lost weight and since then he could see the shape of the implant protruding in the spine area and he couldn't lean back as it was painful in that area. The patient reported that his body frame looked terrible from the weight loss as the skin was hanging. The indication for use was other chronic/intractable pain of the trunk/limbs. No device issues reported. Follow up information was requested to determine event cause, outcome, and steps taken to resolve the reported issues. If additional information is received a follow-up report will be sent.

Event description:
Additional information noted that the patient's ins was sticking out. He was in pain all day and it was almost impossible to sit down, lie down and sleep.